Manufacturer narrative:
The thermogard console (serial #(B)(4)) was evaluated by zoll device management personnel at customer site. The reported complaint of the thermogard ivtm system generated an air trap alarm and could not be cleared was not confirmed during functional testing or event log review. No device malfunction was found, and the thermogard console functioned as intended. The root cause was most likely due to a user error during ivtm set-up, and the head nurse was re-trained on how to correctly set-up the console. No physical damage was observed on the thermogard console during the visual inspection. During event log review, no error or other discrepancy found. The thermogard xp ivtm system passed all functional tests and performed within the specification without any fault or error. Following service, the thermogard console passed all final tests with no issues, and readings were within the specified limits.

Event description:
During ivtm set-up, the thermogard ivtm system (serial #(B)(4)) generated an air trap alarm and could not be cleared. The customer cleaned the air trap but issue persisted. No error codes on the screen. Another thermogard ivtm system was utilized to continue with treatment. No consequences or impact to patient.